Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements during implant. The lead was repositioned and the helix was unable to be retracted after repeated rotation attempts. This lead was attempted but not implanted. The procedure was completed with the use of another lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.